Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure. The ablation was abandoned and a uterine perforation, "4 cm across the fundus from cornua to cornua, " was confirmed on post hysteroscopy. A laparoscopy followed to cauterize the perforation site. When the bleeding did not stop after cautery the physician did a laparotomy and sutured the site, which resulted in hemostasis. During f/u on 05/08/2009 the physician reported the pt was hospitalized for four days in 2009. Add'l info was received from the physician three weeks later. She reported the pt has been seen on f/u and "she is doing fine". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable novasure device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.